Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that during use, the catheter extension line slide clamp became detached and could not be located. The clamp was replaced with a new clamp. Additionally, leakage was observed from the peripherally inserted central catheter (PICC). Upon further inspection, a fracture was identified in the extension line at the bifurcation point of the lumen. The PICC line was removed immediately. At the time of this report, the customer has not responded to requests for additional information regarding the patient's clinical outcome. If further information becomes available, the complaint file will be updated accordingly. This report is associated with MDR complaints (B)(4).